Event description:
It was reported that the device was used during a hiatial hernia repair. It was reported by the rep that the ems was not forming staples completly and then not firing at all. Another ems was used to complete the case. There was no consequence to the pt.